Event description:
The customer reported that the system displayed a precharge voltage error message on boot up. This error message will prevent the system from booting up. There is not report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack, charger board, filament regulator board, and power cap module. The system operates as intended